Manufacturer narrative:
PMA/510(k) #p050017 s002 and s003. The actual rpn and lot number of the (B)(4) device (zilver 518 vascular self-expanding stent) involved in this complaint was not provided. (B)(4). As the rpn and lot number were not provided; therefore it is not possible to establish if there were any devices from the affected lot number in stock at the time of the complaint investigation. The device related to this complaint was not available for eval as it was implanted in the pt. Images were requested but were not provided, therefore it is not possible to confirm this complaint or determine the root cause of this issue. With the info provided a document based investigation was carried out. The complaint info provided indicated that a f/u angiography performed a month after stent placement confirmed hematoma from a part of the stent. It was confirmed by the physician that stent fracture had not occurred. (B)(4). Prior to distribution, all zilver 518 vascular self-expanding stent systems are subject to visual inspection and functional checks to ensure device integrity. The mfg records for the device involved in this complaint could not be reviewed for any discrepancies that could have contributed to this complaint issue as the exact rpn and lot number was not provided. Hematoma is a known potential adverse effect referenced in the instructions for use that accompanies this device, ifu0043-7. As per ifu0043-7, section "potential adverse events" advises user as follows: "potential adverse events that may occur include, but are not limited to, the following: hematoma/hemorrhage..." Ifu0043-7 also advises the user that post implant "appropriate antiplatelet/anticoagulant therapy should be administered post procedure." It has not been confirmed if antiplatelet/anticoagulant therapy was administered to the pt involved in this incident. An add'l covered stent was placed in the pt. There have been no adverse effects to the pt as a result of this occurrence. The 2 year complaint history has been reviewed and the likelihood of this type of occurrence is low. Customer quality assurance will continue to monitor complaints of this nature for potential emerging trends.

Event description:
(B)(6) 2012, pta was performed to a pt. A zilver 518 ((B)(4)) was placed in calcified lesion in iliac artery. (B)(6) 2012, confirmatory angiography performed as a f/u confirmed hematoma from a part of the stent. As an intervention, a covered stent (detail: unk) was placed. There have been no adverse effects to the pt.